Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred one minute after the start of a patient¿s hemodialysis (hd) treatment. Blood was visually observed in the arterial head cap of the dialyzer. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded. The facility provided a photo and video of the dialyzer for review.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred one minute after the start of a patient¿s hemodialysis (hd) treatment. Blood was visually observed in the arterial head cap of the dialyzer. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded. The facility provided a photo and video of the dialyzer for review.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photo and video were provided. The photo is an up-close view of the product label with the dialyzer connected to the machine. The video shows the dialyzer connected to the machine during treatment where there appears to be blood within the dialysate, on the outside of the fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.